Event description:
On 04/08/2010, the patient reported that (B) (6) 2010 was the first time he inserted an insulin cartridge into his infusion device and his blood glucose elevated up to 400 mg/dl. He stated his normal range is erratic and ranges from 65-500 mg/dl and he is on pump therapy in an effort to get him in a better normal range. He stated he thinks he did not correctly prime air bubbles out on (B) (6) 2010 which resulted in his elevated readings. He treated his reading by delivering insulin via injection. He then called his diabetes educator who advised him to prime the infusion set. He did so and his readings returned to normal. He said this morning his reading was 385 mg/dl and he treated his reading by bolusing via his infusion device. His most recent reading was 265 mg/dl. His only symptom this morning was a taste in his mouth, but a usual symptom is feeling cranky. He stated he is working daily with a diabetes educator and is still in the training process of counting his carbs. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.